Manufacturer narrative:
Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2021. During the procedure, the balloon popped while being inflated to 11 atm. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event. Correction: the balloon popped to 10mm.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2021. During the procedure, the balloon popped while being inflated to 11 atm. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.